Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the arrhythmia, in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient encountered continuous ventricular tachycardia (vt) during impella 5.5 support. The pump was repositioned due to vt and the patient was given 1 shock, amiodarone bolus and drip. The patient was shocked again the following night. The night after, patient encountered vt again requiring cardioversion. The pump was later explanted and the patient survived.